Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. A supply change was performed and the occlusion alarms continued. Troubleshooting to determine a possible cause of the occlusion alarm could not be completed due to the customer having dexterity issues resulting in being unable to remove the pump case to determine any possible cartridge damage. An infusion set site change was performed to address the occlusion alarm. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing). Blood glucose level was 325 mg/dl.